Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles. Consumer reported needle blocked, needle(s) bent. The two returned samples were examined, and it was observed that one of the pen needles had a bent non-patient end (npe) cannula, however, no evidence of manufacturing defects was observed on this sample. As the sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. The other returned sample was tested for flow using a test pen injector: the pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. No investigation by the manufacturer (dun laoghaire) is necessary as the silicone residue was already identified and removed from the sample. Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. The possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. The possible root cause for this issue (clog): some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd needle experienced difficult operation or not working/functioning, and an inability to deliver insulin/medication. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. Verbatim: needle blocked, needle(s) bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd needle experienced difficult operation or not working/functioning, and an inability to deliver insulin/medication. It is not specified whether the product defects were noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown , batch no.: unknown. Verbatim: needle blocked, needle(s) bent.